Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that an emergency device check was performed by the hospital clinical engineer. It was noted that polarity was changed and the output was changed to high threshold because of pacing threshold increase. During lead replacement procedure, the device interrogation showed was high impedance and the lead impedance rapidly increased in the last one month. The physician decided to add a new lead from the opposite side, which was the right subclavian puncture, however, the procedure was suspended. No patient complications have been reported as a result of this event.